Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt, implanted in 2001, heard a loud sound from the implant while he was hearing music with his headset. After that there was no hearing sensation.